Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a rash was confirmed. A us distributor reported that a patient had developed a rash under all three te pads. The area was described red and bumpy and open in areas where the patient has scratched at it. The patient's doctor recommended hydrocortisone for the irritation. During a follow up, the patient reported that the irritation has improved.